Event description:
It was reported that during a da vinci-assisted surgical procedure, the endoscope would auto-flip 180 degrees during the case resulting in 180 degree orientation from what was desired by he operating room staff. The site contacted intuitive surgical, inc. (Isi) technical support and were instructed to manually flip the base of the endoscope to the intended orientation and press the clutch button on the system arm to cancel guided tool change, which resolved the problem and allowed them to continue the procedure in the desired camera orientation. The site was instructed to swap out the endoscope with a back-up if the issue recurred. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site and tested the da vinci surgical system but was unable to reproduce the reported issue. Isi later received the endoscope plus, 30 degree and completed the device evaluation. The customer reported problem was confirmed. The advanced endoscope adapter (aea) was found to have a binding/friction issue, which likely resulted in the image orientation issues reported by the customer. Additional findings/observations from failure analysis: the endoscope was found to have good image in both eyes. No related errors were found in system logs. The connector light guide had mechanical damage.